Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical records review: medical records were received and reviewed by post market clinical staff. It was noted this patient was suspected to have peritonitis due to abdominal pain. Medical records do not contain information regarding cultures, labs or treatment for this event. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicates a casual relationship between the liberty cycler and diagnosis of peritonitis. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
During a review of medical records, it was discovered the patient had experienced abdominal pain and was thought to have peritonitis on (B)(6) 2014.